Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author believe any of the post-operative issues mentioned in this article are from an alleged deficiency of an ethicon device?

Event description:
It was reported that during review of journal article: title: sleeve gastrectomy postoperative hemorrhage is linked to type-2 diabetes and not to surgical technique author(s): hadar spivak, carmil azran, galia spectre, galina lidermann, orit blumenfeld citation: obes surg (2017) 27:2927¿2932; doi 10.1007/s11695-017-2731-5. The purpose of this retrospective study was to report the prevalence, severity, and risk factors of laparoscopic sleeve gastrectomy postoperative haemorrhage (acute and subclinical) in a cohort with standard settings. From 01jan2014 to 31dec2015, 394 patients underwent laparoscopic sleeve gastrectomy and were assigned into three surgical techniques: group a (n=137) underwent conventional order of stapling starting to where echelon flex black cartridge or idrive ultra purple cartridge was used and ending with blue or beige, group b (n=145) underwent tight stapling with smaller closing staple height reload (white echelon flex reload or beige idrive ultra), and group c (n=115) underwent oversuturing the staple line with 2¿0 vicryl in a continuous baseball fashion over a conventional order of reloads. Postoperative complications included 2 patients had leaks (group a and group c) which were treated by surgical re-exploration and drainage, followed by tpn; 2 patients had sleeve kink and partial obstruction (group a and group b) treated with roux-en-y gastric bypass (n=1) and months of liquid-only intake (n=1); one patient had abdominal wall adhesion (group b) causing unsolved severe pain which was treated with laparoscopic exploration; one patient had pelvic abscess (group a) treated with drainage; two patients had wound infections (group a and group b) requiring bedside drainage; and one patient was diagnosed with clostridium difficile infection (group c). Since patients with diabetes have impaired wound healing, a defective staple line healing, tissue maturing, and thus frail sealing of embedded vessels could be the reason for excessive postoperative haemorrhage in type 2 diabetes.